Manufacturer narrative:
The ventricular catheter was returned in two pieces of lengths 11 cm and 4 cm respectively. The tear site appeared to be jagged. It is unknown how or when the damage occurred. The returned segments were patent and passed leak testing when tested individually. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted due to a subarachnoid hemorrhage. According to the report, six days after implant, the patient had developed an infection and was in a coma. The system was explanted. As of early (B)(6), the patient still had an infection, was receiving anti-infection treatment and in a coma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that there was no allegation that the device caused or contributed to the patient's infection or coma. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.